Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer complained that the pump occurred esd. He took the batteries and the cap off , and set this pump for 24 hours. None of the buttons worked. The customer's blood glucose is normal, didn't require medical treatment. No further details given.

Manufacturer narrative:
Pump passed displacement test and self test. Unit was received with intermittent esc/act button response due to corroded keypad traces. Keypad connector was fully locked. Unit was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, missing end cap sticker and stained address/serial number label.